Event description:
Kimberly clark corporation received notice in 2005 alleging that the patient experienced an infection as a result of pinching of the vaginal wall. The patient allegedly experienced a rash with swelling in the vaginal area and a welt on their left arm. The patient visited their gynecologist and was hospitalized.